Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had an unusual spot or black mark on the screen. Customer just wanted the device replaced did not feel comfortable using the device. Customers' blood glucose was 73 mg/dl. Customer did not recall how damage occurred. Customer had a difficulty time to explain. No further information reported.